Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a delivery catheter slitting failure resulted in dislodgement of the attempted right ventricular (rv) lead. After the lead was placed again, the catheter tip appeared to have penetrated through to the left ventricle. Vigorous bleeding was observed as well as blood leakage from the catheter's integrated hemostasis valve. No drop in blood pressure or oxygen saturation was observed. The patient did, however, experience slight breathing difficulty, palpitations and discomfort. The catheter and attempted lead were removed and a different lead was then implanted. No further patient complications have been reported as a result of this event.